Event description:
A nurse was opening a groshong instertion pack and noticed a kink in the groshong catheter. The nurse decided to use another groshong catheter and there was no patient adverse event because the kink in the catheter was discovered prior to use.manufacturer response (as per reporter) for grpshong PICC instertion tray, groshong PICC trayleft message for sales rep. Awaiting call back.

Event description:
A nurse was opening a groshong instertion pack and noticed a kink in the groshong catheter. The nurse decided to use another groshong catheter and there was no patient adverse event because the kink in the catheter was discovered prior to use.manufacturer response (as per reporter) for grpshong PICC instertion tray, groshong PICC trayleft message for sales rep. Awaiting call back.